Manufacturer narrative:
Evaluation summary: failure is likely due to normal wear from repeated use & autoclaving. Evaluation: as returned, the device has fractured into two pieces. These pieces exhibit nicks, scratches and dings consistent with wear and tear incurring during normal use. The device has a potential field age of 8 years at the time of failure.

Event description:
It is reported that the trial has fractured.